Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) the customer received a 105 error which was resolved by replacing the catheter, however, when they tried to connect the second catheter, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The physician did not have any signal available to monitor patient heart rhythm. The case was completed without any patient consequence by changing to another catheter with a different lot #.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an idiopathic ventricular tachycardia (idvt) the customer received a 105 error which was resolved by replacing the catheter, however when they tried to connect the second catheter, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The physician did not have any signal available to monitor patient heart rhythm. The case was completed without any patient consequence by changing to another catheter with a different lot #. The returned device was visually inspected upon receipt and some green material similar to corrosion was found over the connector. Water was injected through the irrigation tubing and no internal leaks were observed. It remains unknown the origin of the green material. Then per the reported, the catheter was evaluated for eeprom, carto 3 and coil disconnection tester (cdt). The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, the sensor coils resistances were found within specifications. In addition, an electrical test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.